Manufacturer narrative:
The tech found that the casters were worn due to age. He replaced the casters and the brakes functioned properly.

Event description:
Info received indicates when the brakes were engaged, the casters would still roll.